Event description:
This unsolicited literature case was identified on 13 march 2012 via an article: monheit g d and rohrich r j. The nature of long-term fillers and the risk of complications. Dermatologist surgery 2009; 35(2):1598-1604. This case concerns a (B)(6) female pt who experienced tender nodule at injection site after receiving therapy with poly-l-lactic acid (newfill) for nasolabial folds correction. On an unk date, the pt was injected with poly-l-lactic acid. A total of 3ml of saline were mixed with a vial of poly-l-lactic acid and injected into her nasolabial grooves and folds. One year later, firm, tender nodules occurred at injection sites. These persisted and enlarged over months of observation. They were treated with intralesional steroids, antibiotics, and saline injections with little change. A biopsy revealed granulomas, but cultures were negative. The lesions eventually subsided over a period of 1.5 years. No medical history or past drugs was reported. The pt had saline concomitantly as the diluent. The author concluded that this is a granulomatous processing arising from particulate filler. The response occurring in a delayed onset reaction such as this case can be the result of an active fibroplastic response, a foreign body reaction, an immune tissue interaction, or a secondary tissue infection causing activation of a biofilm.